Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion in the infusion set tubing on 13-sep-2024. The patient changed supplies as necessary and resumed insulin deliveries successfully. No further information was available.